Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20808264.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure. All device components were explanted and will not be returned.